Event description:
Freestyle libre sensors being named 14 day, 2, or 3, yet all lasting 14 days, is causing patient and pharmacy confusion. Abbott needs to revise the version named 14 day. The ndcs (national drug codes) are hard to locate on the boxes.